Event description:
The customer reported that the system displayed an error message, and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep explained to the customer what the system's settings should be while performing fluoroscopic x-ray. The system was found to be working as intended and put back into service.